Event description:
In 2008, baxa was notified of an incident where a pt experienced an 'adverse effect' during administration of a tpn bag. The patient's lab results indicated elevated level of calcium. The customer reported that they were aiming for 3.91% concentration of calcium in the tpn order and got a reading of 4.2% concentration of calcium. Baxa was not informed of how the calcium concentration was tested within the tpn bag. Upon follow-up with the customer, the customer could not provide any additional info, except to say that they had ruled the compounder out as a source of the event. Upon reviewing the patient's lab results, all of the patient's electrolytes were out of range and that the adverse effect' pertained to the patient's clinical condition.

Manufacturer narrative:
Upon the initial contact to baxa, the customer provided the associated documentation that is produced when a bag is compounded on the micromacro 12 (mm12). A review by baxa technical support of the abacus formula and solution labels, mix check report and the mm12 black box data (the mm12 blackbox data is an ongoing dialogue of system recorded barcode reads, system logins, and other significant operational events stored in a log file format on the mm12 system) for the subject bag showed that the mm12 compounder performed as designed and delivered the volume of calcium as ordered in the abacus software. Investigation has confirmed that abacus software and micromacro 12 compounder performed as designed and delivered the volume of calcium as ordered in the abacus software.